Event description:
The customer reported that during use of this shaver handpiece in a shoulder arthroscopy, the pt received a 3" x 1" burn to the shoulder. The burn area was red in appearance without blisters. The user noted this event near the end of the surgical procedure. Ointment and a surgical dressing were applied to the affected area. The pt is reported to be doing fine at this time.

Manufacturer narrative:
Investigation findings: to date the product has not been received for investigation. If the product is received, a follow up report will be sent. The facility reported that the surgeon noted the handpiece getting hot through the surgical glove, and did not receive any injury.